Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The respiratory therapist reported the screen froze up. The customer contacted product support and requested for service repair. The biomed stated he cleaned the touchscreen and could not duplicate the issue and it might have been that the touchscreen did not respond to touch. He verified touchscreen operation via the touchscreen diagnostic screen. Performed successful touchscreen calibration. Verified navigation ring operation. The customer reported that the unit was not in use on a patient. The biomed stated that he cleaned the touchscreen,and then could not duplicate the issue. No part was replaced.

Manufacturer narrative:
G4: 30sep2020. B4: 30sep2020. Customer states reported issue was found during pre-use setup. There was no delay in treatment and no impact to patient. Customer utilized another unit readily available for patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.